Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit was found to have a failed navigation ring (nav-ring) during servicing. There was no patient involvement at the time the issue was discovered.